Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by performing the daily check and the incubator movement error recurred. The fse removed the cover over the incubator tray and observed the standardization test cup (std) was hitting the cover causing the movement error. The fse removed the incubator tray to clean the incubator track and found a ball bearing. In addition, the fse cleaned and lubricated the incubator tray, track, and assembled it back to resolve the complaint. Fse validated the analyzer by successfully performing tray movement without error and ran quality control within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 15apr2024 through aware date 15may2025. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4275) incubator slipping detected. Cause: while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. (4277) incubator positioning overrun. Cause: the home sensor s120, which is not supposed to detect the incubator before it reaches the target position, detected the incubator. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The most probable cause of the reported event was due to lubrication problems with the incubator assembly.

Event description:
A customer reported error message ¿4275 incubator slipping detected¿ on the aia-900 analyzer. The technical support specialist (tss) instructed the customer to reset the analyzer and error message 4277 incubator positioning overrun appeared. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.